Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal on metal construct was revised at patient's request to ceramic/poly. Update ad (B)(6) 2018: (B)(4) was re-opened under (B)(4) due to the receipt of pinnacle litigation. Litigation alleges corrosion and friction wear, elevated metal ions, debilitating pain, instability, injury, loss of mobility, metallosis, severe tissue and nerve damage, diminished enjoyment of life, and disfigurement. Doi: (B)(6) 2008; dor: (B)(6) 2015; right hip.